Event description:
It was reported that a patient presented for initial implantation. While repositioning a lead, the lead got stuck inside the guidewire and the lead was not used. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.